Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open. The device was on tissue at the time. The surgeon used clamps on either side of the device, sutured the vessel and cut the device from tissue. There was no pt injury.